Event description:
It was reported that surgeon was using flexible anchor-c screw driver to insert screw at an angle and the tip of the driver broke off. He was able to complete screw insertion with the straight anchor-c driver that was in the set. There was no delay in surgery time.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer event of an anchor c flexible screwdriver tip fracture was confirmed via visual inspection of the returned device. The surgical technique indicates that the flexible screwdriver shaft should not be bent past 35 degrees. Sales rep correspondence added that the surgeon applied extreme cantilever forces to the screwdriver and it appeared to have bent past the 35 degrees. Previous complaints of tip breakage indicate that the cause was related to user error. Conclusion: the root cause of the fracture is likely user error.

Event description:
It was reported that surgeon was using flexible anchor-c screw driver to insert screw at an angle and the tip of the driver broke off. He was able to complete screw insertion with the straight anchor-c driver that was in the set. There was no delay in surgery time.